Event description:
It was reported that while the ventilator was connected to a pt, the ventilator was found to be not delivering set rate or tidal volume. The respiratory rate was set at 20 but, the pt respiratory rate was 10 to 14. The set tidal volume was 170, but the ventilator tidal volume was reading sporadically 20's to 250's. The pt's breathing was variable and asynchronous with ventilator. The therapists determined that the ventilator was malfunctioning and exchanged it. The pt experienced temporary harm due to what was perceived as ineffective ventilation (higher pcos, general discomfort, agitation). The issues were corrected after the ventilator was switched out to different one. The final pt outcome was no harm. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the ventilator's logs that were downloaded and information from the facility. The evaluation of the logs showed that ventilation lasted 43 hours. The logs showed that the tidal volumes varied up and down during the entire ventilation period. A comparison of the inspired and expired minute volumes shows that the expiratory minute volumes were generally lower than the inspiratory ones which one average were about 0.51/min. This may indicate that there was a certain leakage in the patient circuit. There are no technical error codes and the pre-use checks after the event were not completed due to a failed battery test due to low battery time capacity but, all other tests were successful. The logs confirmed the varying tidal volumes, but there were no occasions of either no breaths nor of no read values on the screen, except after the ventilator had been set into the standby mode after the ventilation period. There is nothing in the logs that can indicate that there was a ventilator malfunction at the time. There was a leakage, and this leakage with the mode of ventilation at the time was the most probable cause of the reported varying tidal volumes.

Event description:
(B)(4).